Event description:
It was reported that the patient presented to the emergency room (ER) with complaints of darky tarry stools on (B)(6) 2022. Hemoglobin of 4.6 was noted upon admission. The patient was transfused with a total of 3 units of packed red blood cells (prbcs) which increased hemoglobin to 7.8. The source of bleeding was identified on (B)(6) 2022 with a colonoscopy. A single colonic angiodysplasia lesion in the cecum was found and treated with argon plasma coagulation (apc). This was likely the source of the patient's melena. The study drug was stopped and acetylsalicylic acid (asa) would likely be held for 3 months. As of (B)(6) 2022 the patient remained hospitalized.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined through this evaluation. The patient remains ongoing on hm3 lvas, serial number (B)(6). The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jul2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that a push enteroscopy on 11apr2022 was unremarkable for a source of bleeding but revealed a non-obstructive schatzki ring, mild gastritis, and duodenitis. The colonoscopy on 12apr2022 also showed a 5 millimeter sessile serrated polyp (ssp), an 8 millimeter inflammatory pseudo polyp in the rectum, and diverticulosis in the rectum and sigmoid colon. Both polyps were removed nd the patient was discharged on 16apr2022.